Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. The nurse practitioner confirmed that he did not see the pt himself after there was a reaction. He does not know who the pt was, but stated that the pt was seen by another physician and that the physician's nurse could possibly provide add'l info. Several attempts have been made to obtain the add'l info regarding the pt. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected. The actual device of event date is unk, so the date used was the date convatec become aware. Reported to FDA on october 23, 2014.

Event description:
It was reported that the end user experienced a skin reaction to an aquacel ag surgical dressing.

Manufacturer narrative:
No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(6) 2015.